Event description:
During verification testing at the service center, after the device was powered on, the device alarmed with a whitescreen error.

Manufacturer narrative:
The device was received on (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.